Event description:
Additional information was received on 12sep2025: terumo medical received an FDA medwatch report # mw5174398. The event description states: "terumo- angio-seal vip failed to retract out of the femoral artery after a heart catheterization. This required surgical intervention to retrieve the device."

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to sections a2: age, a3a: sex, a5: ethnicity, a6: race, e4, g2, h10, and the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed for device withdrawal failure and surgical intervention was required. The exact root cause cannot be determined with the information provided. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Terumo medical corporation received the reported information. The angio seal was inserted into the sheath, and the anchor was set. When attempting to pull back for closure the suture wheel locked, and the angio-seal could not be pulled back out of the patient. The angio-seal was deployed and sealed the vessel as intended; however, the tech did not know how to release the suture lock on the device and remove it from the patient. The patient was sent to the operating room (or) for a cut down to confirm vessel closure and to remove the angio seal device. The procedure prior to angio-seal closure was heart cath. Additional information was received on 15aug2025: a 6 french sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion of the anchor, it went in like normal. The anchor was set and when attempting to pull back to seal the vessel the anchor wheel locked after minimal pull back; however, enough to seal the vessel. The patient was stable. The angio-seal closed the vessel; however, it was unable to be pulled back to remove the heath and device from the patient's leg. A cut down was done to cut the suture and verify vessel closure. No concomitant medical products used with the angio-seal.

Manufacturer narrative:
. E3: occupation: cath lab manager. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.